Event description:
It was reported that the patient passed away. The cause of death was multiorgan failure. The pump operated as intended. No log files were available for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.